Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. Visual inspection revealed the connectors, knobs, and labels appeared to have no physical damage. All of the mounting hardware was secured. Normal wear and tear was observed on the exterior chassis. Functional testing of the returned rf generator confirmed the field reported event as the display remained black after the device was initialized. A secondary vga monitor was then connected at the microprocessor and a bios checksum error was then displayed. The cmos (complementary metal-oxide semiconductor) battery located on the upper assembly microprocessor has been depleted. Depleted cmos voltage has resulted in default bios settings being loaded which has changed the normal boot sequence and display port settings. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. Based on the information provided to abbott and the investigation performed, the root cause of the reported event was isolated to a depleted cmos battery located at the upper assembly microprocessor.

Event description:
During the procedure, the screen was blank and the power switch was cycled on and off multiple times which did not resolve the issue. Different power outlets were used but the issue persisted. The probe indicator lights turned on, but the screen remained blank. The procedure was cancelled and there were no issues with the patient.